Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf goal of 500ml, and the uf rate was set to 520ml/hr. After 30 minutes of treatment, it was noted that the uf rate changed to 1570ml/hr, and after 30 more minutes of treatment, the uf rate changed to 300ml/hr. After one hour of treatment, the uf volume removed from the patient was 690ml, and after four hours of treatment the uf volume removed was 1500. There was no harm, adverse event, or medical intervention reported, and the patient completed their treatment. Due diligence attempts were exhausted, but no additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.